Event description:
This is filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One mitraclip was successfully implanted in the central position on a2/p2. A second clip delivery system (cds) was advanced and placed lateral to the first implanted clip. Post deployment it was noted on echo that the clip detached from the posterior leaflet (single leaflet device attachment / slda). Due to the patient's anatomy, the physician felt that it was not possible to implant an additional clip. The two implanted clips remained stable on the leaflets and the procedure was complete with a final mr grade of 2. The physician suspects the slda was due to the patient¿s anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.